Event description:
It was reported that during device explant, the lv lead could not be dislodged from the device.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The cause of the anomaly is believed to be dried body fluid that was present inside of the lv header lead bore that made lead removal efforts difficult.